Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. After review of the reportable complaints for maxi move a limited amount of similar cases were found (lift tipping sideways). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The lift was examined by the arjohuntleigh representative, after the event, who found the device working up to the manufacturer specification, the sling label was washed out, however this had no influence on the device functioning, the device and sling which works as a system are treated as being outside of the specification. The device was used for patient care at the time of the event and because of this contributed to the event. It has been reported that during transfer between bed and sofa the maxi move lift tilted, but the leg was trapped by the bed and it did not fall completely and four nurses managed to put the device upright again. During the event the device was used for the resident transfer and it was completed without any patient receiving injury. From the gathered information it can be pointed out that safe operation of the maxi move lift was difficult or even impossible due to small size of the room and many obstructions around. Improper arrangement of the chassis legs, and also approaching the wheelchair sideways was considered, as there was no space to operate correctly. Moreover, no information regarding training of the caregivers was supplied. These indications lead to the conclusion that the most probable root cause of the incident was the user error. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in the abundance of caution.

Event description:
It was reported by the customer representative that the event occurred when the caregiver was transporting the resident in the sling using maxi move passive lift. The room of the resident was small and during the maneuver to move the maxi move some 45 degrees to the sofa, it tilted, but one leg was trapped under the bed. Therefore, it did not tilt completely and the patient did not fall. With 4 people (nurses), they were able to put the device upright again. There were no injuries as a result of this event.